Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, the operator was unable to disconnect the arterial access line from the pt's needle. The operator then incorrectly connected the venous line to the saline bag. Upon realizing the error, the operator elected to end treatment and not perform rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The exact cause of the operator not being able to disconnect the arterial line from the pt needle cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.